Event description:
Medtronic received information that during the setup of this performer cpb, the flow would not work properly. The revolutions per minute readings were within limits. The system was re-booted several times, and contacts were confirmed. The user still could not get the flow to display on the performer screen. It was reported that during the self test, the bio-pump did not spin. Another flow probe distributed from another company (but compatible), still did not display flow. The performer was then turned off. Later that same day, the system was tested again and this time the flow display was working. This all occurred during setup, therefore, no patient involvement.

Manufacturer narrative:
(B) (4). Analysis: analysis concluded that the display board was faulty and caused the malfunction of the flow display. Conclusion: the display board and flow meter were replaced, and this device was reported to be working within specification. According to the available information, this performer device is still in service.